Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, replaced the motor control board against the call log. Performed all the calibration and function tests and found within the limit. Now iabp is working fine.

Event description:
N/a.

Event description:
It was reported that during routine check the cs300 intra aortic balloon pump had displayed electrical code -51 error message. There was no patient involvement and no one was harmed onsite.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2.